Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was broken at the beginning of the procedure. The fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the fragment was retrieved during same procedure and believed the cause of the issue was due to the instrument quality. There were no issues with the functionality of the instrument. In addition, the fragment did not fall inside the patient during an instrument tip collision. The instrument did not collide with any hard materials or other instruments and was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the photo was extremely blurry. There does appear to be a piece of white tape or something similar, which may or may not indicate a broken weld on the main tube. It¿s hard to comment on the teflon pad as well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of cracked curved blade to related to the customer reported complaint. The instrument was found to have a cracked blade. As a result, instrument failed the energy recognition test. In addition, scratches on the blade tip may also lead to premature blade failure.